Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the intensive care unit from a surgery after being admitted for high blood glucose. It was stated that the customer's blood glucose were so high that they did not register. It was stated that the customer was dealing with high blood glucose of 259 mg/dl when she went to bed. The customer woke up, tested again and the glucose level did not drop. It was stated that the customer changes the infusion set every three days. It was stated that the device often alarmed no delivery, and the bolus history showed a 20 units bolus the morning she was taken to the hospital. No further information was provided.